Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The device doesn't recognize the cassette. The cause of the issue was the downstream occlusion (dso) sensor. The dso sensor will be replaced.

Event description:
It was reported that the pump does not recognize system. There was unknown patient involvement.